Event description:
Caller reported a malfunction on the pump, specifically malfunction code 12, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. After resetting, the malfunction did not recur, and the customer was instructed to continue using the pump and to call back if the malfunction code reappeared. The caller acknowledged and understood the instructions.